Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Healthcare professional, later reported, "any creases". And capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Crease/folding of implant: crease flat observed, on the device. Rupture: no observed, rupture on the device. Additional observations: no others observations observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, later reported, "any creases". And capsular contracture, baker grade I. Device has been explanted.